Manufacturer narrative:
Device being shipped to manufacturer.

Event description:
On (B)(6) 2018 a carbomedics standard m7-033 mechanical mitral valve was implanted. During the operation a fluid test was performed and central leakage/regurgitation was observed through the valve leaflets. The valve was explanted and replaced with another carbomedics standard m7-033 mechanical valve. The failure to implant resulted in 20 minutes of addtional x-clamp time. The patient had a normal recovery.

Manufacturer narrative:
A gross inspection was performed on the received device. The returned valve prosthesis was received in a dry condition, coated in blood. In the preliminary analysis, the valve prosthesis appeared with the leaflets stuck. Review of the data filed in the device history record confirmed that the component used to manufacture the returned carbomedics standard sn (B)(4) satisfied all material, dimensional, and performance standards required for a carbomedics standard m7-033 at the time of the manufacture and release. The visual inspections performed on the returned prosthesis confirmed the absence of pre-existing manufacturing defects. A hydrodynamic test was performed to test the valve flow characteristics in standard bodily flow conditions. The hydrodynamic testing conducted on the returned prosthesis confirmed that the device was showed normal leaflet kinematics and it did not reveal any anomalies during the opening/closing phases. No coaptation issues were identified. The results of the returned carbomedics standard size m7-033 s1056186-m show that the device meets the iso 5840 minimum requirements. Based on the performed analysis the reported event cannot be explained by any factor intrinsic to the device in question. At this time the root cause is thus deemed to be indeterminable as no problem was found during the investigation process. If further information is receive the manufacturer will reassess the investigation.